Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Material- : 990147 material lot- 4051572. 1ml syringe with needle fell out of the syringe and remained in the cap before use.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: type of investigation. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: type of investigation investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.